Event description:
It was reported that upon inflating an 8 fr temperature sensing foley, the balloon did not inflate. The tubing at the base of the syringe port ballooned out, which made it seem as if there was an obstruction in the lumen for the balloon inflation. A new foley catheter was opened, inserted, and the balloon inflated without complications. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. The catheter balloon was attempted to be inflated with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but the balloon failed to infuse. This is out of specification per inspection procedure which states, "balloon shall inflate and deflate normally with use of syringe." The catheter ballooned out underneath the cap, implying a blockage. The catheter was cut multiple times to attempt to find the blockage. A cut was made under the bifurcation and the solution was still unable to advance through the inflation arm. The funnel was cut adjacent to the bifurcation point and the solution was able to pass through to the balloon. The blockage therefore occurred in the bifurcation. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling misalignment.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Corrections: d4, d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon inflating an 8 fr temperature sensing foley, the balloon did not inflate. The tubing at the base of the syringe port ballooned out, which made it seem as if there was an obstruction in the lumen for the balloon inflation. A new foley catheter was opened, inserted, and the balloon inflated without complications. No medical intervention was reported.